Manufacturer narrative:
Device evaluation summary: device evaluation of charger/model sn (B)(4) has been completed. The reported problem (screen blinks unless power cord is held) has been confirmed. Upon evaluation, the power brick was defective. The cause of the defective power brick is a damaged connector. The connector pins were recessed pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged power brick connector. The patient received a replacement battery charger.

Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) male patient to report that the charger/modem screen blinks off and on unless the cord is held in place. The patient received a replacement charger/modem.